Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6), 2012. One year post procedure, (B)(6) 2013, the patient presented with narrowing of "prostatic urethra due to scarring." A revision procedure was performed on (B)(6) 2013. No further information was available.